Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was 189 mg/dl at the time of the incident. The customer state that they were able to clear the alarm and rewind the pump. The customer report that alarm was recurring during normal pump use. Customer was assisted with troubleshooting. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and unexpected restart error test. No unexpected restart alarm noted.